Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a farawave catheter was selected for use. However, during insertion the fluid was not coming out of the flush port. Therefore, the device was replaced and the issue resolved. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis, it was disposed.